Manufacturer narrative:
Additional information was received that the patients pain appeared to be within normal for post-surgery.

Event description:
A report was received that the patient was experiencing foot pain during a trial procedure. Trial was aborted. It was believed that pain was procedure related, but not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing foot pain during a trial procedure. Trial was aborted. It was believed that pain was procedure related, but not device related.